Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/reporter contacted lifescan (lfs) customer service on (B)(6), 2010 alleging that the onetouch ultramini meter is giving inaccurate high of "248 mg/dl" compared to feeling/normal readings. The patient's diabetes is managed with insulin- no adjustments. On (B)(6), 2010 at 12:43 pm, the patient obtained the alleged inaccurate high result. There was no action taken at the time of concern. 5 minutes later, the patient reportedly developed symptoms described as "shaky hands and double vision." There was no allegation of medical intervention for severe hypoglycemia or hyperglycemia. It would have been helpful to have more details concerning the patient's diabetes regimen and the circumstances surrounding the incident. According to the troubleshooting performed with customer service, the onetouch ultramini system was check with control solution and passed quality control. Replacement products were sent to the patient.this complaint is being reported because the patient reportedly developed symptoms that can be suggestive of hypoglycemia 5 minutes after obtaining the alleged inaccurate high result on the lfs product.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.510k# k061118.